Manufacturer narrative:
This event has been recorded by zimmer biomet (B)(4). Review of the most recent repair record determined the position of the control bar was not correct. The position of the control bar was recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Due diligence is complete and no additional information is available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: france.

Event description:
It was reported that during surgery, when the cutting thickness is set, it changes during use, without user manipulation. There was no patient harm /injury. There was a surgical delay of unknown amount. Due diligence is in progress, there is no additional information available.